Event description:
The customer reported that the system displayed a collimator error message. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the ffb pcb and the high voltage cable. The system operates as intended. (B) (4)